Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast surgery with unspecified mentor breast implants. Post-operatively, the patient was in a car accident. Following the collision, the patient was diagnosed with baker grade iii capsular contracture of the right breast and baker ii capsular contracture of the left breast. As a result, the patient underwent removal and replacement with 425cc mentor memorygel breast implants on (B)(6) 2021. Since the device is unknown, it will be defaulted to a gel device in b2a. Common device name and b2b. Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted. This report is for the right implant. Refer to manufacturing report number 1645337-2023-01222 for the contralateral event.